Event description:
The reporter did meter to hcp meter comparison tests, side by side. Reporters' meter reading was 180mg/dl, and the doctor's (surestep) meter result was 260mg/dl. The reporter's mouth was dry and reporter was sleepy. Reporter checks the confirmation dot for enough blood. A control solution test was not done due to unavailability of supplies. No harm was alleged.